Manufacturer narrative:
Initial.

Event description:
It was reported that after a meal bolus the ilet pump unexpectedly shut down and the screen went blank, briefly displaying a locked blue circle before turning black again, including when placed on a charger, and the mobile app showed connection without data; the issue was characterized as an unexpected shutdown associated with the device¿s computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the computer software component that resulted in an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.